Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Manufacturer narrative:
An event regarding revision involving a pca mtk patellar large obsolete product no substitute was reported. The event was not confirmed. Method and results: device evaluation could not be performed as the subject device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: a complaint history review was not performed as no device specific failure modes were identified. Conclusions: the event could not be confirmed nor the root cause of the reported revision surgery determined due to the minimal information received. The clinical indication for the revision was not provided. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Patient was brought to the operating room for a pca tibia insert poly exchange and possible revision of patella component. Tibia insert and patella was exchanged.

Event description:
Patient was brought to the or for a pca tibia insert poly exchange and possible revision of patella component. Tibia insert and patella was exchanged.